Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter displayed an unknown error message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in 2012. The patient¿s diabetes regimen and her action in response to the alleged product issue are not known. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly became lethargic and experienced shaking a month later; the patient, however, denied receiving any form of treatment after the reported meter issue occurred. The patient did not wish to go through troubleshooting. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.